Event description:
It was reported that patient presented in clinic for follow-up. Upon interrogation, the merlin programmer exhibited an estimated battery longevity anomaly. The estimated time until elective replacement indicator was longer than the calculated estimate from technical services. No intervention was performed. The patient was stable before, during, and after.